Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The date of event is an approximation. On (B)(6) 2025, around 1pm, the patient felt low but reported no physical symptoms. His cgm read 131 mg/dl, and his bg meter read 75 mg/dl. Later, he lost consciousness, fell, bruised his knee, and fractured his ankle. His wife treated him with orange juice and drove him to the emergency room (ER) once he was stable. At the ER, no bg meter reading was done. The patient underwent an x-ray of his knee and ankle but received no medication or documented medical intervention. He was discharged home after approximately 1 hour and was fine at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.